Manufacturer narrative:
The reported event of header anomaly was confirmed. The device was received with normal telemetry and in backup mode. Data analysis was performed which indicated backup operation occurred after the device was explanted. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Related manufacturer reference number: 2017865-2023-16454. It was reported that the right ventricular lead exhibited sensing noise. During the in-clinic follow-up, the noise was unable to reproduce and another hvr episode was noted. Prior to the lead revision, the physician expressed concern that since this is an assurity enduity fsn device could the nose be a manifestation of moisture ingress. Due to the device being a part of this recall the physician decided to not only replace the lead but also the generator. Upon explanting of the original generator there was some corrosion noted between the header and the case of the device. Both the lead and the device were explanted. The patient was in stable condition.